Event description:
It was reported that a user experienced intermittent loss of dexcom g6 continuous glucose monitor (cgm) readings with signal loss to the ilet, occurring twice, and inquired about replacing the g6 sensor a few hours before expiration. The user was advised that an early sensor change would not cause issues, and troubleshooting and education were provided. No reported clinical effects or adverse physiological symptoms. Outcomes included no impact on health, no alerts or alarms, and continued device use after education. Investigation included technical support review and user troubleshooting focused on cgm connectivity and sensor replacement guidance. Investigation of this case revealed intermittent communication disruption between the cgm transmitter and the ilet without evidence of device malfunction. It was concluded that the event was user-reported signal loss with no injury, consistent with known intermittent cgm-to-pump communication issues, and resolved with education and planned sensor replacement.